Event description:
Additional information received from the customer reported that the forceps channel tested positive for 100 colony forming units (cfu) for klebsiella oxytoca and >100 cfus of pseudomonas aeruginosa.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: insertion section. Bacterial identification: staphylococcus epidermidis. Sampling from: instrument/suction channel. Bacterial identification: microbacterium species. Sampling from: air/water channel: growth. Bacterial identification: bacillus infantis. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found foreign debris in the air/water channel. Based on the results of the investigation, a root cause could not be determined. Its possible that device damages (e.g. Scratches, cracks, creases, kinks) could have been a source of microorganisms. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.